Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, upon removing the faradrive sheath, a piece of material had dislodged from the sheath. The procedure was completed successfully with no patient complications. The device has been returned and is pending analysis.

Manufacturer narrative:
Upon removing the returned sheath from its packaging, it was noted that the hemostat was returned, but the foreign material was not. No damage was noted on the sheath and shaft interior indicating potential dislodged of material. Thus, the cause of the allegation cannot be established.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, upon removing the faradrive sheath, a piece of material had dislodged from the sheath. The material was attached to the hemostat after the sheath was removed. The procedure was completed successfully with no patient complications. The device has been returned and is pending analysis.